Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the corroded distal end and the contamination in the control section, the cause was due to water leakage. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a corroded distal end and contamination in the control section. There was no patient involvement.